Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) ((B)(6)) due to hypoglycemia. The patient's blood glucose levels decreased to 18 mg/dl while wearing the pod between 49 and 71 hours. Symptoms reported include headache and loss of consciousness. The pod was removed by the patient's husband and the patient was transported to the ER. The patient was treated with glucose intravenously. The bg levels increased to 120 mg/dl and immediately decreased to 30 mg/dl. The patient was then transported to another hospital ((B)(6)) due to the doctor's orders to continue treatment. Upon arrival, the patient refused to stay and went home on her own account. Bg levels normalized while at home after eating and sleeping. In the middle of the night, the bg levels increased to 300 mg/dl. A manual pen correction was administered to normalize the bg levels again.